Event description:
The device result was 265mg/dl compared to a lab result of 97mg/dl. The pt was given d50 after obtaining the lab value. The device was replaced and requested to be returned for evaluation.